Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4)

Event description:
(B)(6) clinical study. It was reported that acute myocardial infarction (ami) occurred and the patient died. In (B)(6) 2014, the patient was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion was located in the first right posterolateral (rpl) extending up to third rpl with 100% stenosis, and was 36 mm long with a reference vessel diameter of 3.5 mm. The target lesion was treated with direct placement of a 3.50 x 38 mm promus element stent with 0% residual stenosis. Eight days after, the patient was discharged on aspirin and ticagrelor. In (B)(6) 2017, the patient was diagnosed with an acute myocardium infarction. On the following day, the patient died due to acute mi.